Manufacturer narrative:
Followup report submitted to state that the medical device has not been returned for analysis.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.